Manufacturer narrative:
(B)(4). An additional evaluation was performed and the report stated the following: investigation showed that one part of the screwdriver tip is indeed broken off, and the rest of the holding pins are deformed. The instrument is over 7 years old and clearly show that is has been heavily used during this time. As this is an old and often used instrument it was determine the complained malfunction as normal wear and tear caused due to frequent use. No fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that one part of the screw driver shaft tip is broken off on an unknown date. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.